Manufacturer narrative:
Intuitive has received the instrument associated with this complaint and completed the investigation. The failure analysis (fa) investigation confirmed the engagement issue through review of the system logs but was unable to replicate the reported issues of engagement and unintuitive movement during in-house testing. The instrument passed initialization during all three attempted installations. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired and unclamped successfully. The instrument was fired using a green 60 reload. Visual inspection of the instrument found no external physical damage. The housing was removed from the backend, no obvious damage was observed. Additionally, while the instrument was installed on the in-house system, the roll motion moved intuitively. However, manual articulation of the main tube/shaft found friction or resistance during rotation. The root cause for this failure is attributed to a component failure. A review of the instrument log for part number: 480460-09 batch/lot number: l91200831-0169 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). With 8 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a sleeve gastrectomy surgical procedure that the sureform 60 stapler was unable to be recognized after several attempts. Once recognized, the surgeon reported that the movement was opposite of the intended movement. The procedure was completed with no reported injury intuitive surgical inc (isi) conducted a follow up and additional information was obtained: the instrument was inspected prior to use with no damage found. The device moved in an unintended direction; the instrument jaw motion did not match the action intended by the surgeon. The issue was persistent and occurred twice. The staff was able to override the issue once, but then it occurred again. The staff performed unspecified troubleshooting with the drape, but it was not exchanged. There were no issues with other instruments on the drape/arm. After swapping to a new sureform 60 instrument, the issue did not return.